Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Visual inspection of packaging and labeling was performed. Outer packaging (cover, cardboard box) exhibits no damage. Also inspected inner plastic cavity is cracked/breeched, confirming complaint. The inner most product plastic was inspected and appears breeched/lost vacuum seal but unable to find hole with magnifying glasses. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2 - foreign: japan. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the sterile package of the femoral component, prepared for a total knee arthroplasty, was found to be broken. As a result, the product was contaminated and could not be used for the operation. An alternative device was used to complete the surgery without any complications. There were no consequences or impact to the patient. Attempts have been made and no further event information available at the time of this report.